Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Results were reported and there was no patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that 1 false positive. ¿what confirmatory testing was performed that determined the results were erroneous? Pcr ¿were any erroneous results reported to the doctors? Y if yes, were any patients treated based on erroneous results? N if yes, did the erroneous treatment have any adverse impact to the patient(s)? N ¿is the customer reporting a false positive or false negative? False positive ¿did the customer visually interpret the result or did they insert into the analyzer to determine the result? No ¿what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr ¿how many specimens were discrepant (fp or fn)? 1 fp ¿was the patient(s) symptomatic when tested on the veritor plus analyzer: no ¿were patients symptomatic or asymptomatic? Asymptomatic screening test ¿ no known exposure? No screening test - known exposure that is currently asymptomatic? No asymptomatic but dr recommended testing? Unknown ¿on average how many tests do you run per week? More than 50 ¿was there any patient impact as a result of the false result? No

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1034364. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA 1878253 (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Results were reported and there was no patient impact. Eua # (B)(4) the following information was provided by the initial reporter: it was reported that 1 false positive. What confirmatory testing was performed that determined the results were erroneous? Pcr. Were any erroneous results reported to the doctors? Y if yes, were any patients treated based on erroneous results? N if yes, did the erroneous treatment have any adverse impact to the patient(s)? N is the customer reporting a false positive or false negative? False positive did the customer visually interpret the result or did they insert into the analyzer to determine the result? No what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr how many specimens were discrepant (fp or fn)? 1 fp was the patient(s) symptomatic when tested on the veritor plus analyzer: no were patients symptomatic or asymptomatic? Asymptomatic. 1. Screening test ¿ no known exposure? No 2. Screening test - known exposure that is currently asymptomatic? No. 3. Asymptomatic but dr recommended testing? Unknown. On average how many tests do you run per week? More than 50. Was there any patient impact as a result of the false result? No.